Event description:
It was reported that a cardiosave intra aortic balloon pump (iabp) has a broken screen. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.